Manufacturer narrative:
The device was not returned to conmed for evaluation; however, photographic evidence has been provided of the device and the excised tissue. Evaluation of the device's photograph exhibits the reported failure; the gray plastic molding has a burn towards the center of the device. Photograph of the tissue show the excised tissue appears to have 2 burns. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) pieces, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed 6 other similar complaints for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. Activation time should be as short as possible. Keep active accessory away from the patient when not in use. These devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken, or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use due to the severity of this reported patient injury, an investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a bilateral augmentation mammoplasty, while the surgeon was creating a sub-pectoral pocket, the 139104ext pencil's cautery tip blew a hole out of its side. The reported device was being used with a valley lab reusable pencil. Due to this incident, the patient suffered two 2nd degree burns; the tissue portion with the reported burns was excised. No alarms were reported from the electrosurgical unit. The procedure was completed with an alternate device. Upon gathering additional information, the reporter stated the patient is recovering as expected and no additional treatment was required. This report is being raised on the basis of a reported patient injury.